Manufacturer narrative:
Advanced failure analysis (afa) investigation was completed and the following information was obtained: additional analysis was performed on this vessel sealer extend (vse) instrument the initial failure analysis findings were confirmed. It was observed that there was damage to the adjacent grip tip and appeared that the grip set was subjected to significant loading that caused the adjacent tooth to deform. The adjacent grip tooth was observed to be deformed, rather than snapped (brittle).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a fragment fell off the fenestrated bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it had not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. This event is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, despite proper use, the branch of the fenestrated bipolar forceps (fbf) broke off during in situ intervention. This could be retrieved via the salvage bag. The procedure was completed with a backup instrument with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was not inspected before use. The bipolar forceps broke off during the surgery. Grasping the salvage bag was the surgical task that was performed when the problem was identified. There was no associated loss of cautery, no arcing observed during the procedure. The instrument did not collide with another instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The fragment was retrieved during the same procedure. There were no postoperative examinations such as x-rays or ultrasound scans initiated to locate any remaining fragments. In the opinion of the surgeon, the cause of the broken instrument was unclear. There were no photographic images of the instrument(s) or a video recording of the procedure available to isi for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip. The instrument was found to have a broken grip at the grip base. A piece approximately 0.559" x 0.196" was found to be broken off and was not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.